Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board, central processing unit and connecting cable were replaced. The unit was returned to service.

Event description:
The hospital reported the unit had an errors that result in a loss of mechanical ventilation. There was no report of patient involvement.